Event description:
It was stated that the customer was treated by the paramedics for low blood glucose. The reported blood glucose reading was 68 mg/dl. Prior to the event, the insulin pump gave a low reservoir alarm. The customer then put a pre-filled reservoir into the insulin pump and then primed the entire reservoir while she was connected. The customer then filled another reservoir and again primed while she was connected. The customer disconnected from the infusion set and noticed that the insulin pump was not priming correctly as it was shooting out all of the insulin during the manual prime.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.